Event description:
It is reported that when the implant was opened, the inner sterile package had a stain on the lid where the peel here writing is located. The implant was not used, as sterility could not be assured.

Manufacturer narrative:
The stain is most likely due to moisture exposure post packaging. The gas plasma process was evaluated and would not produce this staining. The package seal is complete and is in excellent condition. Sterile barrier integrity is intact. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.